Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system would not open. No further information was provided. There was no reported patient involvement. Additional information was received that the reported issue occurred when the site was doing a system check. No patient was present at the time of the event.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The gantry was not aligned. They used the rachet to set the rotating to192 degrees and system opened. Tested it 5 times, system works well. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000134, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.